Event description:
Caller reported an error with their cgm device, specifically error 42. Blood glucose levels were not adversely impacted. Customer support guided the caller through a pump reset procedure, after which the error did not appear again. The caller successfully initiated their sensor session.